Manufacturer narrative:
(B)(4). The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that during device implant procedure, no capture was observed. The device was disconnected and tested via the pacing system analyzer. During this time, the device became unsterile and unusuable, and the physician elected to implant a different one instead. The patient condition post-procedure was stable.